Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was found to have been returned severed in two segments separated approximately 11.2 centimeters (cm) from the is-1 pin. The extracting stylet was stuck in the distal segment. Both segments passed resistance testing which confirmed they were electrically continuous. No fractures were noted. Both segments also passed a hipot test which confirmed the integrity of the insulation between the conductors. Laboratory testing was unable to reproduce the reported clinical observations and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise. The noise was not oversensed and there was no pacing inhibition or inappropriate therapy delivered. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.